Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a severely calcified lesion located in the lad with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used. It was reported that the balloon failed to cross the lesion and removal difficulties were encountered. No patient injury was reported.

Manufacturer narrative:
Add info: the lesion was in the proximal lad. The lesion was somewhat tortuous. The device was intended to post dilate a deployed stent. It was reported that the balloon failed to cross the lesion and removal difficulties were encountered. An attempt was made to inflate the nc sprinter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.